Event description:
It was reported that during normal follow-up, it was observed that there was a recent sudden increase in right atrial (ra) lead impedance from 600 ohms to 1221 ohms. The ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).